Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted total gastrectomy procedure, at the fifth firing, the jaws articulated to the left although the button was not pressed. A new device was used to complete the case. The surgical time was extended by less than 30 min. There was no patient injury.